Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records was performed. The return of the sample is pending. However, a photo was provided for review. The investigation of the reported event is currently underway. Section a through f : the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a patient underwent a central venous catheter placement procedure using a hickman/leonard/broviac central venous catheter. On (B)(6) 2026, the patient developed signs of infection, which were later confirmed by microbiology; gram-positive cocci were identified in an aerobic blood culture bottle (hickman) on (B)(6) 2026. The infection was treated with broad-spectrum antibiotics (tazocin and vancomycin). Reportedly, the affected catheter was removed and replaced on (B)(6) 2026. The current status of the patient is unknown.